Event description:
It was reported that the patient came into the clinic on (B)(6) 2025 and tested positive for pseudomonas in driveline (dl) culture. Patient was admitted on (B)(6) 2025, and computed tomography (CT) revealed a small infectious abscess along the dl. The patient went to the operating room (or) for a dl washout and wound vacuum assisted closure (vac) placement. Patient was discharged (d/c) with intravenous (IV) cefepime were given to the patient until (B)(6) 2025. Ventricular assist device (vad) functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.